Event description:
Initial result for a pt psa was <1. When repeated, the result was 9.8. The incorrect result was not used to guide therapy. The field service representative attributed the issue to a clot since the customer found a clot in the initial sample and respun the sample prior to running the second determination.